Event description:
It was reported that an inset infusion set deployed before the user could attach it to the body, consistent with an infusion set deployment error. There were no reported alarms and no reported adverse clinical effects. Outcomes included no reported clinical impact. Investigation included troubleshooting and education completed with the user during the call. Investigation of this case revealed an incorrectly deployed infusion set prior to placement, consistent with an infusion set handling or deployment issue with the set component. It was concluded, based on previously established findings for similar reports, that the cause was user technique during infusion set application.